Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that during an open reduction internal fixation (orif) of the proximal tibia on (B)(6) 2019, the drill bit broke and left a broken piece in the patient. It was suspected that the reported drill bit has contacted with the unknown tibial plate. The procedure was successfully completed with no surgical delay reported. Patient status is unknown. Concomitant device reported: unknown tibial plate (quantity unknown). This complaint involves one (1) 2.5mm drill bit/qc/gold/110mm. This is 1 of 1 report for (B)(4).